Event description:
This is the fourth report from the same facility; cross reference with MFR 9617494-2012-00011 and 9617494-2012-00013. A 1104l-a camino intracranial pressure (icp) monitoring catheter used with a licox worked for 48 hours and then there were no readings. Additional info has been requested.

Manufacturer narrative:
The device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.